Event description:
Ous MDR: it was reported that the patient was admitted to the hospital due to syncope. The shock impedance of this lead was out of range (< 20 ohms) and the delivered shocks were ineffective. The patient was externally shocked.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular ICD and lead, the returned device data as well as the analysis of the lead itself. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test of the ICD proved the device functions to be as specified. The returned ICD data have been analyzed. An amount of 22 charging cycles was documented, nine of which were aborted shocks, as mentioned in the complaint description. The data revealed that the shocks were aborted by the ICD, as expected, due to the detection of an external short circuit which might have otherwise damaged the ICD. The analysis of the data showed a normal and expected ICD behavior. There was no indication of an ICD malfunction. Subsequently, the lead was inspected, revealing a rubbed through insulation 16 cm and 24 cm distal to the is-1 connector pin. In both regions, the coating of the conductor cable to the shock coil was damaged. These findings can be considered as the root cause of the reported issue. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead had been subjected to excessive mechanical forces as the result of interaction with the generator housing. In conclusion, the ICD was not returned for analysis. The review of the quality documents confirmed a regular manufacturing of the lead and the ICD. The analysis of the returned data revealed no indication of an ICD malfunction. The clinical observation resulted from an insulation damage of the lead due to friction against the ICD housing.